Event description:
It was reported that the patient experienced pain and believed the right side of the therapy was active after a decision was made with the clinician to deactivate it. The patient was unable to turn off the right side of the stimulation system using the handset, as the handset only allowed management of the left side. The patient was referred to the clinician for checking and possible reprogramming of the device. Additional information was received reporting that the issue on how to turn off the stimulator was resolved. However, the patient wants the ability to switch from left to right stimulation simply by placing it on top of the stimulator they want to control as they had this ability before with the previous remote control. Now, it requires consent from their neurologist and a software update. The patient stated that the manufacturer's new device took 10 steps backwards. Although the patient had the possibility, they never touched the stimulation on the other side because it gave them too much discomfort. Now the time has come to try because in the off moments the difference between the stimulated part and the one not is evident but they can't do it because their main neurologist is no longer there and the other does not have a tablet for control. The patient mentioned they had asked the neurosurgeon to pass 2 cables to the right and 2 to the left as it was before the surgery. However, the result was 4 cables on the left. Every time the patient has an itchy neck, they have to be careful how they scratch themselves. They were told they could do the MRI and now, it turns out that they have a contact with a high impedance and cannot do it. The hcp stated re-evaluation confirmed the non-tolerability of bilateral stimulation, with the consequent need to maintain a therapeutic structure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.